Event description:
It was reported that during a nephrectomy the device malfunctioned when the surgeon attempted to use it, damaging/severing the vessel and causing bleeding. The vessel was sutured. Another device was used to complete the procedure. The pt was reported to be fine after the procedure.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, the device was tested for functionality. The device was cycled, fed and formed the remaining clips as intended. The clips had proper pinch and alignment. The device history record was reviewed and no discrepancies were noted. As the device functioned as intended upon eval, no conclusion could be made as to what may have caused the reported event.